Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during a percutaneous myocardial ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that blood was leaking from the sheath valve during catheter insertion. Pump was used for the irrigation of the sheath. Starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the leak was observed. The reported sheath leak was classified as a slow drip leak and was leaking from the proximal end of the handle from the valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous myocardial ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that blood was leaking from the sheath valve during catheter insertion. Pump was used for the irrigation of the sheath. Starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the leak was observed. The reported sheath leak was classified as a slow drip leak and was leaking from the proximal end of the handle from the valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as it was discarded in facility.